Event description:
It was reported that device interaction with another device occurred. The target lesion was located in the saphenous vein graft a 3.00 x 48mm synergy xd drug-eluting stent was deployed with no issue. A 3.00 x 48mm synergy xd drug-eluting stent was then advanced for treatment. However, during procedure, it was noted that the stent was stuck in other stent strut and could not be removed and found that the stent broke off. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.